Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. (Left). Left periprosthetic hip joint infection with large gluteal abscess ((B)(6) - currently on vancomycin).